Event description:
Implant failed due to a broken/fractured component.

Event description:
Implant malfunctioned due to a broken component. The initial report did not have the correct event documented, the correct type, malfunction, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event documented, the correct type, malfunction, is provided in this follow up report.